Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was invalid data in the diagnostics. The patient was noted to have had radiation treatments approximately four months earlier. The device remains in use. No patient complications have been reported as a result of this event.